Event description:
In 2005 the patient contacted lifescan alleging that his one touch ultra meter was reading inaccurately erratic. The patient reported blood glucose results of "7.9 mmol/l (converts to 142 mg/dl) and 5.2 mmol/l (converts to 94 mg/dl)" with the lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected balue of <=20% and/or <=1.11 mmol/l, thereby indicating a potential malfunction of the meter in terms of precision. The techinical care rep verified that the test strips were in good condition and within expiration date. The calibration code was set correctly. The patient was correctly cleaning the puncture site and correctly applying the sample to the test strip. The patient confirmed that he regularly tests his blood glucose level in the "mmol/l" unit of measurement, rather than "mg/dl." Control solution was unavailable for quality control testing. The meter, test strips, and control solution were replaced.